Event description:
A medtronic ent representative reported that, while in a revision ear, nose & throat (ent) procedure, the quadcut and 40-degree em blade stopped tracking. In trouble-shooting, the emitter was adjusted, re-plugged into a different port, the field was checked for metal and a new quadcut blade used. These efforts did not resolve the issue. It was noted that the site technician had difficulty switching from the quadcut to the 40-degree blade and tugged on the blade in order to remove it; after which, the site was unable to track any of the blades. The surgeon opted to complete the procedure without the use of the navigation system, stating this was due to the amount of patient bleeding. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following-up at the site, reported the surgeon stated: this was a revision for this patient and this patient bled just as much the first surgery. None of medtronic equipment or products contributed to the bleeding, this patient just has difficulty with hemostasis. The patient is doing fine. No parts have been returned to manufacturer for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient information now provided.the suspect blade was returned and found to be fully functional. The original event description stated that they couldn't track the blades after switching from the quadcut to the 40 degree. However, this was reported incorrectly. The issue was that they could not track the quadcut blade after tracking the 40 degree blade. This was because the system did not have the quadcut software installed. After installing the quadcut software the system is fully functional and can track all blades.